Manufacturer narrative:
The approximate age of the device was 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient expired due to pump thrombosis. Reportedly, heart failure symptoms had returned along with elevated lactate dehydrogenase (ldh) levels. Pump power and flow were also elevated and ejection fraction was 45%. The patient was fully anticoagulated with heparin in late (B)(6) during a right heart catheterization procedure and was bridged back to coumadin prior to discharge. The patient was kept at an international normalized ratio (inr) of 1.8-2.2. Ten days after discharge the patient was readmitted due to the mentioned heart failure symptoms and elevated ldh. The patient improved with diuretic and the healthcare team was working on a plan to exchange the pump when the patient began to quickly decompensate. No further information was provided.

Manufacturer narrative:
Investigation summary: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Pump parameters, including pump power and flow, are detailed in the introduction section of the hmii IFU. The hmii IFU states that changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10 to 12 watts (w) also can indicate the presence of a thrombus. Abrupt changes in power should be evaluated for cause. No further information was provided. The manufacturer is closing the file on this event.